Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and visual summary analysis of the lead indicated apparent explant damage and stretching. The analyst noted that the lead was returned with the helix fully retracted and tissue visible in it. The tissue was removed with alcohol and the helix operated within specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead pulled back into the atrium post implant. The lead was repositioned, however on interrogation the same day the lead was found to have dislodged again. The lead was explanted and replaced. No patient complications have been reported as a result of this event.